Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h08043, h13i25011, h13k14046, and h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown and treatment for the event was not reported. The patient was discharged after a week in the hospital and was reported to be recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The patient was diagnosed with peritonitis on an unspecified date in (B)(6) 2014. The patient was prescribed two product codes for this product. The product code and lot number of the product used by the patient is unknown; however, the two product codes share a common brand name, manufacturing site, and 510k number which have been provided. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).